Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the adhesive skin allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing excessive itching and redness had occurred while wearing the pod longer than 48 hours. Symptoms began on the third day of pod use. The affected area was as large as the size of the adhesive. The patient visited the dermatologist and was diagnosed with a skin allergy. As treatment, the patient was prescribed alfacort (apply twice daily), elidel (apply twice daily) and mela moisturizing cream (apply as needed).